Event description:
It was reported that after an interventional stent coiling in the arteria lienalis and percutaneous transluminal angioplasty to iliac procedure, arteriotomy closure of the common femoral artery was achieved using the perclose proglide device. Reportedly, after the procedure, the patient presented to the hospital with an infection at the puncture site. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the infection was verified via a computed tomography (CT) scan and was removed via a surgical resection of the vessel.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information. Concomitant devices: brite tip 6f rdc, runthrough ph, bandicoot 6.0x20m, genesis 4.0x18mm, s.m.a.r.t control 7.0x60mm, medikit sheath 7fr 30cm, trufil 5.0x50mm, trufil coil 4.0x30mm, trupush coil pusher, eagle eye platinum.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It was reported that the patient developed an access site infection after arteriotomy closure. It should be noted that the perclose proglide device instructions for use, state under important precautions, as with all catheter-based procedures, infection is a possibility. Observe sterile technique at all times when using the device. Employ appropriate groin management post procedure and post hospital discharge to prevent infection. Based on the reported patient affect of infection, the manufacturing records were reviewed to assure this product lot met all sterilization requirements and inspection criteria. The review indicated that this lot was sterilized in three separate loads. This load was processed, sterilized, and verified. Each load is issue a certification of processing after sterilization is completed and verified. A review of manufacturing records did not indicate any evidence of a product, packaging or labeling deficiency. A review of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, which indicated that all of the lot release testing met specification. A query of the complaint-handling database was performed and there have been no previous incidents reported for the patient affect of infection-surgical procedure. All products are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.